Event description:
Allegations of arthralgias, chronic fatigue, burning chest and axillary pains, cognitive dysfunction, neurologic symptoms with paresthesia, and dysethesias of the hands and feet, sicca syndrome and chronic sleep disturbances.